Event description:
It was reported that the patient underwent minimally invasive tlif with posterolateral fusion using infuse bone graft/verte-stack capstone peek vertebral body spacer. At an unknown period post-op, the patient reportedly began experiencing increased lower extremity pain. MRI revealed apparent acute inflammation of the disc and fluid accumulation around the implant, as well as dorsal to the implant, extending into the foramen. Reportedly, the patient also began exhibiting symptoms of cauda equina syndrome. An exploratory surgery was performed at an unknown time post-implantation to irrigate and aspirate a seroma. The patient's condition is unknown. Additional data has been requested.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.